Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. The patient was having their device removed so they could get an MRI. They didn¿t feel like the benefit from the therapy was significant enough to offset their need for an MRI due to new pain. The system was explanted on (B)(6) 2014. The patient status at the time of the report was listed as alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturing representative had not had follow up with the patient since the explant. The event was not device related. The patient did not share the specific reason for the MRI, only that she had developed other physical problems not related to the manufacture¿s device.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).